Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. The investigation did not identify a product problem. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). There was no calibration influence observed. Qc was within range prior to the event. There are no relevant alarms on the alarm trace. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit for one patient. The initial result was 13.1 ng/l at 18:53. A second sample was collected one hour later, and the result at 20:23 was 5 ng/l. A repeat of the initial sample was 4.24 ng/l. The second sample was collected because the customer was following an hourly protocol.